Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va0n22y, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0lzzk, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0n22y, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0lzzk, implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer reported the patient died over a year ago because of the wires in their head. The receptionist at the healthcare provider's office (hcp) additionally reported they were unaware of the consumer's death. It was noted the consumer was seen at the medical center on (B)(6) 2016, but they were unable to find a discharge summary. The receptionist was going to check with the physician or nurse for further information. Relevant medical history includes movement disorders and parkinsons dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.